Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant attempt the the physician was unable to torque setscrew resulting in "wrench kit being broken off in setscrew." The device was not implanted. No patient complications have been reported as a result of this event.